Event description:
Novopen3 : tug0305. Investigational results: name: novopen 3, batch number: tug0305. The product was not returned for examination thus no further investigation was done. Name: mixtard® 30 penfill® 3 ml 100iu/ml, batch number: jr7x950. The product was not returned for examination. Since last submission the case has been updated with the following:- -investigational results updated. -annex codes updated. -manufacturer's comment updated. -narrative updated accordingly. Final manufacturer's comment: (B)(6) 2021: the suspected device novopen 3 has not been returned to novo nordisk for evaluation. Batch trend analysis has been performed. No abnormalities relating to the observed problem were found. With limited information regarding the handling of suspected device, it is not possible to identify a clear root-cause of the experienced adverse event. Long standing diabetes mellitus is a significant risk factor for the development of hypoglycaemia. Company comment: hypoglycaemic coma is assessed as listed according to the novo nordisk current ccds in mixtard 30 hm penfill. Relevant information on final diagnosis, lab investigations, treatment given, hospital records and product handling are unavailable for complete causality assessment. Long standing diabetes mellitus is a significant risk factor for the development of hypoglycaemia. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 hm penfill. H3 continued: evaluation summary: investigational results. Name: novopen 3, batch number: tug0305. The product was not returned for examination thus no further investigations was done.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hypoglycaemic coma [hypoglycaemic coma]. Dose scale isn't clear enough and so couldn't adjust the accurate doses [device malfunction]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "hypoglycaemic coma (hypoglycaemic coma)" with an unspecified onset date, "dose scale isn't clear enough and so couldn't adjust the accurate doses (device component issue)" with an unspecified onset date, and concerned a (B)(6)-old male patient who was treated with novopen 3 (insulin delivery device) from unknown start date and ongoing for "diabetes mellitus" and mixtard 30 hm penfill (insulin human) suspension for injection, 100 iu/ml (dose, frequency & route used - 44 iu, qd (24-0-20) (B)(6) years ago, subcutaneous) (therapy dates - unk to (B)(6) 2021) from unknown start date (reported as (B)(6) years ago) to (B)(6) 2021 for "diabetes mellitus", patient's height: 166 cm. Patient's weight: (B)(6) kg. Patient's bmi: 31.57207140. Dosage regimens: mixtard 30 hm penfill: not reported to (B)(6) 2021; 44i iu, qd. Current condition: diabetes mellitus (type not known, from (B)(6) years) concomitant products included - neuroton [cyanocobalamin;folic acid;pyridoxine hydrochloride;riboflavin phosphate;thiamine hydrochloride](cyanocobalamin, folic acid, pyridoxine hydrochloride, riboflavin phosphate, thiamine hydrochloride). Treatment included - sugar [sucrose]. On unspecified date, the patient's dose scale was not clear enough as it was deleted so the patient could not adjust the accurate doses. From an unspecified date, the patient suffered from hypoglycaemia and severity of the event was reported as unawareness. The patient's random blood glucose reach 20-25 mg/dl and patient had hypoglycaemic coma repeated several times during the last 5 years from date of reporting. The patient was treated with high concentration of sugar orally which made hba1c (glycosylated haemoglobin) always high. On (B)(6) 2021, patient discontinued mixtard 30 penfill and novopen 3 and switched to using novorapid penfill and lantus. On (B)(6) 2021, the patient's fasting blood glucose was 271 mg/dl and post prandial blood glucose was 133 mg/dl after one day of using novorapid and lantus. Valid batch number of novopen 3 requested. Batch number: mixtard 30 hm penfill: jr7x950. Action taken to mixtard 30 hm penfill was reported as product discontinued due to ae. Action taken to novopen 3 was reported as product discontinued due to ae. On (B)(6) 2021 the outcome for the event "hypoglycaemic coma (hypoglycaemic coma)" was recovered. The outcome for the event "dose scale isn't clear enough and so couldn't adjust the accurate doses (device component issue)" was not reported. Preliminary manufacturer's comment: 02-mar-2021: the suspected device novopen 3 has not been returned to novo nordisk for evaluation. No conclusion is reached. Long standing diabetes mellitus is a significant risk factor for the development of hypoglycaemia. Company comment: hypoglycaemic coma is assessed as listed according to the novo nordisk current ccds in mixtard 30 hm penfill. Relevant information on final diagnosis, lab investigations, treatment given, hospital records and product handling are unavailable for complete causality assessment. Long standing diabetes mellitus is a significant risk factor for the development of hypoglycaemia. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 hm penfill.